Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient that the site of their implantable pulse generator (ipg) was sore and sensitive after a recent back surgery that it was painful to cough. Patient also mentioned some "tweaks" to their ipg while in the hospital as well. Follow-up with the patient's clinic indicated that the while in the hospital the patient had atrial tachycardia and sinus tachycardia that required a reprogramming of the ipg to address. The patient was in for a device check about two weeks later and had no complaints and the ipg was operating as expected and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.